Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent breast augmentation revision surgery with a 420cc mentor memoryshape breast implant experienced right sided rupture post procedure. As a result, patient has a planned removal and replacement with a 450cc mentor memorygel breast implant (B)(6) 2021.

Manufacturer narrative:
On may 5, 2021, mentor became aware that patient's device was intact. Reason for device explant and/or reoperation: anisomastia, surgical intervention. After further review of file, patient had an infusion test ialcl but came back negative on an unspecified date. Please see h11. Corrected data section for corrections. Manufacturer¿s reference number: (B)(4). H 6. Health effect - impact code was added.

Manufacturer narrative:
On june 18, 2021 the mentor failure analysis lab has received the device for evaluation. The investigation of the returned device was completed by the failure analysis lab on june 21, 2021. Device evaluation summary: according to the information received, the patient has an implant infusion test and experienced a possible rupture in the mentor memoryshape¿ mm+ 420cc breast implant. However, the implant was found to be intact. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the mentor memoryshape¿ mm+ 420cc breast implant. Manufacturer¿s reference number: (B)(4).